Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the camera lens has popped off and was no longer working. The site did not state how camera lens popped off. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: camera - 9735821, serial/lot #: (B)(6) h3/h6: the system was serviced in the field and the camera was replaced. Code b01, c07, and d02 apply. The camera was returned and analyzed. The returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. The right sensor lens was missing. A check of the event log showed intermittent illuminator current low and intermittent firmware incompatibility. The psu failed an accuracy test. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.